Manufacturer narrative:
The astral device was returned to resmed for an investigation. Review of the device data logs confirmed the reported complaint and revealed battery error messages and an error message (sf218) related to a main board error which triggered a device reset and restored system stability. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the sf218 was due to a software issue while the safety reset complete alarm was due to an intermittent connection with the expiratory flow sensor and the battery error messages were due to an intermittent battery connection. Resmed's risk analysis for these failure modes concludes that the risk is acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device displayed safety reset complete alarm. There was no patient harm or serious injury reported as a result of this incident.